Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the third firing for lap. Total gastrectomy, the nurse set device and connected reload with no problem. The surgeon pushed the green firing mode button, then pushed the blue button and started firing to anastomosis site, however the firing was stopped after few mm fired. Replaced by a new cartridge ,the firing was completed with no problem. Patient status: alive with no injury.